Event description:
The following information was provided: the lock of the mics came off during one of the cuts. Update from mps on regulatory reporting follow-up (see attachment communication for more details): back screw of the handle came off.